Event description:
The customer has obtained lower results on patient samples for the a1c_3 assay on an advia chemistry system when using calibrator lot 3hd044 and reagent lot 140. The patient samples were run using two a1c_3 reagent lots 131 and reagent lot 140. There were no reports of patient intervention or adverse health consequences due to the lower results obtained on the patient samples.

Manufacturer narrative:
The original MDR 2432235-2014-00430 was filed on august 7, 2014. The first follow up report was filed on september 3, 2014. Additional information (12/19/14): final root cause: bias in patient sample and (B)(4) survey performance was not detected due to the insensitivity in the calibrator and reagent testing control system. The overall capability (error budget) of a1c_3 method was not sufficient to consistently provide clinically acceptable results across all reagent and calibrator lots. A key component of the error budget is the manufacturing controls system for assignment of the calibrator bottle values where the inaccuracy of this process is due to lack of statistical power.

Manufacturer narrative:
The original MDR 2432235-2014-00430 was filed on august 7, 2014.

Manufacturer narrative:
Siemens has confirmed that the advia chemistry systems a1c_3 method may exhibit a percent bias of -9% to +11% for hemoglobin (hb)a1c samples when using a1c_3 calibrator lots 3hd044, and 3ld068. Depending on quality control limits, this issue may not have been detected. An urgent medical device recall (umdr) 10819262, rev. A was sent to us customers and an urgent field safety notice (ufsn) 10819261, rev. A was sent to ous customers in august of 2014. The umdr and ufsn state that customers are requested to discontinue use of and discard the calibrator lots listed, and to review the physician's letter sent along with the umdr and ufsn with their medical director.